Event description:
Incident description from the customer: "the main side heating up suddenly very slow or stop, 29 to 39 degree (when 10 mins up to 32 degree and no any alarm), user' change to another heater cooler." The main side of the hcu40 heated up suddenly, very slowly or stopped without any alarm. The user replaced the unit during surgery. There was some delay in surgery but no significant impact to the pt. Reference #:(B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and determined a defective 3-way valve was the cause for increasing the temperature to slow. The technician trouble shot the unit and replaced the defective 3-way valve and performed a preventive maintenance. A service test according to the service protocol was performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and determined that the shunt valve was in need of replacement. The technician replaced the defective shunt valve and tested the unit to factory specifications. All tests were performed successfully. The unit has been returned to service and will tested for 2 weeks in the hospital. A supplemental medwatch will be submitted as soon as additional info becomes available.